Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) up to 28mmol/l with no reported signs or symptoms of hyperglycemia. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued the pump. The reporter stated that the patient was unable to deliver boluses and was also not received the basal delivery. The reporter stated that the motor was tested by performing the ez-prime steps, and during these steps was the only time the pump would deliver insulin. The reporter also stated that no alarms had occurred; a review of the alarm history indicated that the most recent alarm was in (B)(6). The reporter noted that the patient had crohn's disease. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2016 with the following findings:a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2016 and the last bolus delivery was a 0.9unit bolus on (B)(6) 2016 at 07:58. There were no errors, alarms, or warnings related to the complaint observed in the pump history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally to the verify screen and successfully completed ez-prime steps. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and accurately recorded in the pump history. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The keypad buttons were tested and no hypersensitivity was found. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.